Event description:
It was reported the pipeline could not be released from the capture coil during deployment. Subsequently, the patient started to bleed from the vertebral artery. No patient injury reported.

Manufacturer narrative:
The device has been evaluated. The pipeline was found open with slight damaged at both ends (B)(4).